Event description:
Ous MDR ¿ after an implantation period of 22 days, it was reported that the pt was brought to the clinic on (B)(6) 2012 because of cardiac decompensation. A follow-up was performed on the same day that returned normal telemetry values. An episode occurred on (B)(6) 2012, which was attempted to be stopped first through atps and then through shocks. The attempts were unsuccessful so that an external defibrillation was delivered. After this shock, the shock impedance was >25, the pacing impedance >3000, the ICD in eri and in error mode.

Manufacturer narrative:
Ous MDR.